Event description:
It was reported that the patient would like to have her stimulator removed from her back. It was stated the device never worked for the patient from day one. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).